Event description:
Appears to be over sensing on the atrial lead channel on the stored egm (B)(6) 2020 and since that date (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).